Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number was not reviewed as the lot number is unknown. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck on the csi viperwire guide wire. The target lesion was heavily calcified, 80mm in length and 60% stenotic. It was located in the external iliac artery which had a reference vessel diameter of 7.0mm. The physician used a 7fr introducer sheath from a retrograde approach to access the lesion. The physician performed 3 runs at low speed using the csi oad for a total of 75 seconds. When the physician attempted to remove the oad, he discovered that it was stuck on the guide wire. He tried to advanced an 8fr introducer sheath over the driveshaft to dislodge it, but when doing so, the crown on the oad dislodged from the driveshaft. The patient was transported to the operating room and had the crown surgically removed. Additional information has been requested, but none has yet been received.